Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed large bilateral pulmonary emboli with saddle embolus, extensive clot within bilateral distal main pulmonary arteries, right ventricular enlargement, and straightening of the intraventricular septum consistent with right heart strain. Subsequently, four days later, patient underwent ivc filter retrieval procedure. Abdominal CT revealed a tilted filter with the apex of the filter abutting/within the caval wall. Since, the filter was embedded in the wall, it could not be snared. Retrieval attempt was made with guide wires, catheters and snares but, were all unsuccessful. Finally, the filter was pulled out via jugular access. Difficult but ultimately successful retrieval of existing inferior vena cava filter which was tilted and had the apical hook embedded in the caval wall. There was fracture of three of the filter legs, 2 of which remain in the region of the infrarenal ivc and one of which is in the right hemithorax in a distal right pulmonary artery. Subsequently, next day argon option filter was deployed. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the hook of the filter using snare and guide wires but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc, struts detached and perforated the ivc wall. The device was removed percutaneously. It was further reported that the several filter limbs extended beyond the caval wall, with one limb projecting along the adjacent aorta wall; two detached struts remain in the ivc and one in the right hemi thorax in a distal right pulmonary artery. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.